Manufacturer narrative:
H10: of the reported six malfunctions, lot number were provided for five malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were provided and reviewed for all the six malfunctions, in which one malfunction includes images. Out of six reported malfunctions, five malfunctions were confirmed for the alleged filter perforation. The remaining malfunction is confirmed for the reported perforation but unconfirmed for filter tilt, therefore, trending device code a150202 was removed. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: gfsj2318, unknown, gfsj3310),g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model rf400f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All six malfunctions involved patient with no reported consequences. Of the six reported patients, two were male and three were female. Six patients ages were ranged from 34 to 67 years old. All other patient details were not provided.

Manufacturer narrative:
Of the reported six malfunctions, lot number were provided for four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for five malfunctions. Therefore, the investigation is confirmed for the reported perforation for four malfunction, for one malfunction investigation is confirmed for perforation and unconfirmed for malposition of device (2616) and for remaining one malfunction it is inconclusive for perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: gfsj2318, unknown).

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model rf400f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All six malfunctions involved patient with no patient consequences. Of the six patients, two were male and three were female, five patients age ranged from 51-67 years. All other patient details were not provided.